Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es, the station was failed to power on. The customer reported that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es, the station failed to power on. The customer reported that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station remained unpowered despite replacement of both the communication sled and power module. A technical support specialist guided the customer on how to pend medications via the server. The customer subsequently confirmed they had resolved the issue independently and that no station swap or name changes were necessary. The system functioned as intended after the customer resolved the issue.